Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has endocarditis resulting in morphology changes. Oversensing occurred causing multiple inappropriate shocks. The device was reprogrammed to primary vector. No adverse patient effects were reported.